Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and was treated with gentamycin for the event. Two days after hospital admission, the patient was discharged. Three days after hospital discharge, the patient was treated with ciprofloxacin (500mg, twice a day, for 14 days) and penicillin (for 13 days) for peritonitis. At the time of this report, the patient has recovered from the event and was reported to be "transplanted." The cause and action taken with pd therapy were not reported. No additional information is available.